Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced low blood glucose level of 38 mg/dl. The customer¿s blood glucose level was 56 mg/dl and current blood glucose level 231 mg/dl. The customer was treated with glucose tablets. It was reported that the customer was at 400 mg/dl and then the next time it was reading high. The customer was advised to change the sensor. The customer was advised to insert sensor in a different location and monitor site. The insulin the pump will not be returned for analysis.

Manufacturer narrative:
Inspected 1 opened/used partial sensor and unable to confirm needle anomaly due to customer did not return insertion needle only sensor. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.